Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after disconnecting for a shower and initially believed insulin had been paused on the ilet, but the device showed insulin was not paused; the user then verified flow by priming the tubing and resumed delivery, and education was provided on the two-day wear recommendation for a steel contact detach 6 mm/23 in infusion set. Symptoms included hyperglycemia with a reported peak of 216 mg/dl and duration under thirty minutes. Outcomes included no need for medical intervention, no use of backup therapy, no ketone testing, no alerts above 300 mg/dl for over ninety minutes, and return of glucose to range. Investigation included troubleshooting over the phone, review of device status and notifications, verification of insulin flow through the tubing, and user education on infusion set wear time. Investigation of this case revealed that the device was functioning as designed with confirmed insulin flow and no active pause, and that hyperglycemia was possibly related to time off insulin during disconnection and use of an infusion set beyond the recommended duration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.